Event description:
It was reported that the customer was treated by the paramedics due to low blood glucose levels and mild hypothermia, with a body temperature of 31 degrees. The customer stated that she was about to take a shower when she noticed a button protruding from the insulin pump. The customer pushed the button in so that it was flush with the insulin pump. After her shower, the customer was not feeling well, and eventually lost consciousness. Her husband came home from work to check on her since she was not answering her phone, and he called the paramedics. The medical staff estimated that the insulin pump somehow delivered up to 20 units of unwanted insulin. It was also reported that the insulin pump alarmed during normal use. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with an alarm during the basic occlusion test due to a loose motor support disk.